Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 33m epic valve was selected for implant in the mitral position. During the procedure, one of the leaflets was not opening and closing properly resulting in incomplete coaptation. The valve was removed and exchanged for a non-abbott valve, and the procedure was successfully completed. The bypass time was extended by 20 minutes and the overall procedure time was extended by 30 minutes, but the patient remained hemodynamically stable throughout. The patient is reported as discharged. Additional information has been requested.

Event description:
On (B)(6) 2019, a 33m epic valve was selected for implant in the mitral position. During the procedure, one of the leaflets was not opening and closing properly resulting in incomplete coaptation. The valve was removed and exchanged for a non-abbott valve, and the procedure was successfully completed. The bypass time was extended by 20 minutes and the overall procedure time was extended by 30 minutes, but the patient remained hemodynamically stable throughout. The patient is reported as discharged. Additional information was requested, but unavailable.

Manufacturer narrative:
The reported event that "one of the leaflets was not opening and closing properly resulting in incomplete coaptation" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of hydrodynamic testing at the time of manufacturing, which indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event that one of the leaflets was not opening and closing properly resulting in incomplete coaptation could not be confirmed. Small tears were found on the free edge of two leaflets. As the device was implanted and explanted, how or when the tears occurred could not be conclusively determined. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally, despite the observed tears. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.